Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not able to convert the patient. The arrhythmia appeared to be supraventricular tachycardia (svt). The patient was in stable condition. Device remains implanted and patient will continue to be monitored.